Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel during appropriate anti-tachycardia pacing (atp) episodes. The noise could be recreated with deep respiration and was oversensed. All lead measurements were good and stable. Additional information was received that this crt-d was prophylactically explanted due to the recall on this model.